Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
The complaint was received through a direct call from the customer to the emergency support program. The reporter called for stating that a cardiosave intra-aortic balloon pump (iabp) screen was glitching. She said the numbers had lines through them. No harm or injury to the patient was reported.